Manufacturer narrative:
This report is filed may 23, 2016. The implanted device remains.

Event description:
Per the clinic, the patient experienced granulation tissue and skin overgrowth at the abutment site. On (B)(6) 2016, the patient underwent revision surgery to excise the excess skin and the site was cauterized. Subsequently on (B)(6) 2016, the patient underwent a second revision surgery and the excess skin was excised. The implanted device remains.